Event description:
This report is based on information provided by a philips remote service engineer, a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the front enclosure had excessive damage discovered while at the bench. No patient was involved, and the device was not in clinical use.